Event description:
A physician reported a codman perforator ((B)(4)) disassembled while making a first burr hole. The device was pressed against a cranium when disassembled. The procedure performed was a craniotomy for chronic subdural hematoma and the drill used with the perforator is core powered instrument driver/ stryker. It was reported that there was less than 30 minutes of surgical delay. The drive pin is possibly missing, however, according to the nurse, the part is not left in the patient's body. According to information provided, t is unknown if the drill is electric or pneumatic, if the perforator clicked in place in the drill, and if the recommended spring tests being performed between each burr hole. The current status of the patient is unknown.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The codman perforator (261221) was returned for evaluation. Device history record (DHR) - the batch record was reviewed for any anomalies or reports related to the finished device, and none were identified. Failure analysis / root cause: the evaluation of the returned unit confirmed the presence of a "proud weld". The deficiency was identified as a related cause through the investigation of a corrective and preventative action (CAPA) initiated to investigate perforator disassembly trend.

Event description:
N/a